Event description:
Related manufacturer reference number: 2017865-2019-06135. It was reported that the patient presented for a follow up in clinic. It was noted that there was poor capture in the atrium and ventricles and capture thresholds were high. No significant changes were seen on chest-x-ray. The atrial and ventricular leads were extracted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high capture thresholds was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.